Event description:
Caller reported an alarm 2 event, with an occlusion that led to the customer¿s blood glucose level reaching 534 mg/dl. The customer took a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, resuming insulin therapy without needing third-party assistance. There was no further need for additional assistance, and the case was closed by cts.